Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a hole in the tubing during fill three of seven of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported issue. The technical services representative assisted the customer in ending therapy. The customer planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.